Event description:
The customer's relative contacted ameda via phone call on (B)(6) 2014. She stated that while the customer was pumping with the purely yours ultra breast pump, sparks came up from the case and the base caught on fire. The tubing also melted. No injury was reported.

Manufacturer narrative:
In a phone conversation on (B)(6) 2014, the customer's relative stated that the customer received the replacement product and (B)(4). To date, this return label has not been used and the product has not been returned. Four voice messages were left from 08/2012 through 08/19/2014 re: verification of replacement product satisfaction and to determine whether the customer has returned the used product. To date, the customer has not returned the phone calls. A certified letter requesting the serial number and return of the product was mailed on 08/29/2014.